Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the paxgene® blood dna tube customer discovered a black spot on the tube wall. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿the person who wanted to draw the blood discovered a black spot on the tube wall and in the other tube blue looking matter in the tube. The black spot is clearly visible, the blue matter is a bit harder to discover. Pictures attached."

Manufacturer narrative:
The following information has been corrected in the investigation: additionally, 100 retention samples form the bd inventory were visually inspected, and the issue of embedded foreign matter was observed. To additionally, 100 retention samples form the bd inventory were visually inspected, and the issue of embedded foreign matter was not observed.

Event description:
It was reported when using the paxgene® blood dna tube customer discovered a black spot on the tube wall. This event occurred 2 times.the following information was provided by the initial reporter. The customer stated:¿the person who wanted to draw the blood discovered a black spot on the tube wall and in the other tube blue looking matter in the tube. The black spot is clearly visible, the blue matter is a bit harder to discover.pictures attached."

Event description:
It was reported when using the paxgene® blood dna tube customer discovered a black spot on the tube wall. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿the person who wanted to draw the blood discovered a black spot on the tube wall and in the other tube blue looking matter in the tube. The black spot is clearly visible, the blue matter is a bit harder to discover. Pictures attached."

Manufacturer narrative:
H.6. Investigation: bd received 6 photographs in support of this complaint. The photos were evaluated and the customers indicated failure mode of foreign matter was observed. Additionally, 100 retention samples form the bd inventory were visually inspected, and the issue of embedded foreign matter was observed. Embedded foreign matter is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the photos provided however, bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. See h.10.

Manufacturer narrative:
The following information has been corrected in the investigation: d9: device available for eval yes, d9: returned to manufacturer on: 2022-06-09. Imdrf anex b grid: b01 . From : 6 photographs in support of this complaint. To: bd received 2 samples and 6 photographs in support of this complaint. The samples and photos were evaluated and the customers indicated failure mode of foreign matter was observed. H3 other text : see h.10.

Event description:
It was reported when using the paxgene® blood dna tube customer discovered a black spot on the tube wall. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: ¿the person who wanted to draw the blood discovered a black spot on the tube wall and in the other tube blue looking matter in the tube. The black spot is clearly visible, the blue matter is a bit harder to discover. Pictures attached."